Manufacturer narrative:
(B)(4).

Event description:
It was reported that insert new sensor alert occurred. It was indicated that the sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restarted sensor session. In addition an early sensor session due to potential patient misuse was found on (B)(6) 2019. No injury or medical intervention was reported.